Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the superior vena cava (svc) coil of the right ventricular (rv) lead exhibited high impedances and a possible fracture. The coil was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient received inappropriate shocks due to noise oversensing on the rv lead. The pace/sense portion of the lead was capped and replaced, and the svc coil lead was capped. No further patient complications have been reported as a result of this event.